Event description:
Unomedical reference number (B)(4) event occurred in the colombia. On (B)(6) 2024, it was reported that the patient faced an occlusion in the beginning the infusion set which attribute to high blood glucose level 475 mg/dl. The occlusion occurred at side where the infusion set and reservoir are connected. At night sensor of infusion set has been changed. No further information available.